Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
This report is submitted on june 02, 2017.